Manufacturer narrative:
Additional contact information: direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. Per reporter residual volume was: 136.3 ml, rate 5.4 ml.hr and 1123.7 ml was given. No adverse patient effects were reported. No additional information is available at this time.